Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further stated that on (B)(6) 2018 the patient developed shortness of breath due to respiratory failure caused by septic shock and requiring intubation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient had a driveline infection and the device was explanted and replaced by a competitor¿s device on (B)(6) 2018. It was stated that there was contamination and foreign material on the driveline. There was no specific organism or date of onset specified. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump hw21541 in relation to the reported event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not provided for analysis. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Additionally, the reported "contamination of the driveline cable" could not be confirmed via visual inspection of the returned section of driveline cable. Pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to thepatient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the hospital with 10 days of fevers, malaise, abdominal pain, and weakness. Patient started on antibiotics and blood cultures and test performed. It was stated that likely source of infection was infected hardware. Cardiothoracic surgeon was consulted for surgical intervention. It was also stated that the patient¿s cultures cleared, and fevers abated. Patient was taken for driveline debridement on (B)(6) and ultimately the left ventricular assist device (lvad) was exchange due to concern for seeded infection. It was stated that the patient was emergently transplanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the site would like to return the explanted pump for analysis due to suspicion for thrombus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.